Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent an extraction procedure to remove a cardiac resynchronization therapy defibrillator (crt-d) device and the associated leads, due to an infection. During removal of the left ventricular (lv) lead using laser technology, the coronary sinus was badly torn and required an urgent surgical intervention. The patient survived but was placed on extracorporeal membrane oxygenation (ECMO). The explanted products were not intended to be returned.